Event description:
The customer reported that the 6800 failed to initiate fluoro, and an error code "x-ray on error" was displayed, press any button". There was no pt injury or risk.

Manufacturer narrative:
The service rep retrieved the error logs, and observed random "ma on in error" occurring as early as last october, then recently becoming "fatal monoblock errors". He replaced the monoblock tube and tested, with no further errors. However, the kv intermittently was not tracking properly, so the controller board was changed also. The rep checked for proper collimation, beam alignment and kv tracking. After more errors intermittently occurred, the rep rechecked the logs and found an assortment of errors including "low voltage". Will replace the hv cable. The service rep replaced the hv/control cable and tested. The 6800 is functioning as intended. He also replaced the handswitch.